Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the system was not in clinical use at the time of the event, the issue was identified when the system was first turned on. No patient involvement or harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system had low disk space. Troubleshooting and review of the system logs determined that the image processing pc (ippc) battery and hard disk were found to be normal, but the pc itself could not be started. The fse replaced the ippc. The ippc was returned for analysis, but no failure could be found. After replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a low disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.